Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The large chuck with key device was evaluated and the reported condition that the pin from the attachment dropped out was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was jammed/seized, the color band was chipping/fading, and moving parts of the device did not move smoothly. It was noted that the attachment¿s drill chuck was seized, the blue color code had faded, and the chuck turned roughly. It was further determined that the device failed pretest for general condition, check drill chuck function, check drill chuck in smallest range, check drill chuck in largest range, and check general function in running mode. The assignable root cause of this condition was determined to be traced to maintenance, which is improper maintenance.

Event description:
It was reported that during sterile processing it was observed that the pin from the chuck with key device dropped out. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.